Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was seeing ¿impedance check: electrodes are out of range¿ and in the impedances section ¿data not available¿. It was reviewed to run electrode impedances. Technical services reviewed that what was showing could be from the initial check the ins does. It was stated that the alert at the bottom of the screen should state whether or not the impedances were out of range. It was advised that they interrogate the patient¿s device and re-run impedances to determine if any are out of range. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting that it was unknown if the patient had out of range impedances and the rep stated they sent a sheet to technical services. The cause of the out of range impedances and ¿data not available¿ screen was not determined. It was indicated that no actions were taken to resolve these issues and that the rep would check the full range impedances at the patient¿s next meeting. The out of range impedances and ¿data not available¿ screen had not been resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.